Event description:
It was reported that a malfunction occurred with the insulin pump, specifically identified as malfunction 3-0x2095. There was no available information on the impact to the customer's blood glucose level, and it is unknown if it exceeded normal levels. The customer was informed that their pump needed replacing, and a new pump was provided within warranty. Details about the backup therapy were not shared by the customer. Instructions for returning the faulty pump were given, including using a pre-paid label and return box.